Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely applying stress on the insertion section led to the malfunction. However, a definitive root cause was unable to be identified. The following is included in the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited coating peeling off the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the finding reported in b5, the device evaluation observed the following: the electrical connector was corroded, the bending section cover had a cut, the connecting tube was dented, and the scope connector was corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.